Manufacturer narrative:
This form was completed by the manufacturer, see MDR 1920664-2007-00537 for intraocular lens used with this delivery device.

Event description:
The haptic of the lens was found bent, when the lens was being loaded into the delivery device. Another lens was used to complete the procedure.